Manufacturer narrative:
Of the 11 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 11 malfunction events. A review of the events indicated that the one touch ping model pump experienced an occlusion issue. These reports were received from various sources. The patients associated with this allegation range from 4-72 years of age and between 134 and 200 pounds. Of the reported patients, 5 were male, 6 were female, and 0 were unknown.